Event description:
End user's mother advised dealer returned the chair on friday and noticed when son was driving in the house going a straight path and chair halted and went to the right. End user's mother advised son has to hold joystick to get back on track. End user advised tbm stated wheels were going at two different speeds and they made some adjustment.